Event description:
It was reported that the insulin pump failed the high pressure test. Nothing further was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.

Event description:
It was later reported that the patient felt stimulation in her left hip once before, after she had surgery to remove her colon and the healthcare provider (hcp) instructed the patient to turn stimulation off. The implantable neurostimulator (ins) was checked had to be replaced. Additional information received reported that 5 years ago after a colectomy, the ¿wires went to the wrong place¿ and the ins was replaced.

Manufacturer narrative:
(B)(4).